Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 493 mg/dl and treated with syringe. Customer reported that they did not feel okay to troubleshoot. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the auto mode feature was not active. Customer reported that they have not contacted their health care professional regarding the high blood glucose. The devices will not be returned for analysis.